Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377860, lot# v021898, implanted: 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported that the patient got the poor communication screen since last week. It was noted that the patient was able to recharge last night. It was noted that the implantable neurostimulator (ins) may be flipped. It was noted that the patient had lost about 55 pounds and there was a lot of movement at the implantable neurostimulator (ins). It was noted that the patient could physically move it with their hand and sometimes the ins was sideways and sometimes it was positioned differently. It was noted that the patient had been going to the clinic and they got it to work and the stimulation only worked for a while. It was noted that the patient last saw the health care professional (hcp) 2 to 2.5 weeks ago and mentioned the loose ins site. It was noted that the hcp was going to message a different hcp to review the case and determine if they needed a revision, new leads, or system. It was noted that the patient stated that they had not heard back.